Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set tubing detachment on (B)(6) 2025. The detachment was located at the site. The infusion set was in use for 1 day. The site of insertion was left abdomen. The patient replaced infusion set and resumed insulin deliveries. No further information available.

Manufacturer narrative:
E1: pateint city: (B)(6). Patient country: germany.